Event description:
Patient reported IV set scig 3.5` bifurc as one broke during a past infusion. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.